Event description:
Patient presented for low battery generator replacement. Generator diagnostics were unable to be performed prior to generator replacement due to the device being at end of service. The generator was replaced and high impedance was observed. Pin re-insertion was attempted and the high impedance was still observed. The generator site was confirmed to be irrigated. The surgeon then proceeded with a full revision (replacement of the lead and generator). The explanted products were discarded by the facility. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.